Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although it was not possible to identify the root cause of the reported event, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. To mitigate the risk of device damage/patient harm the instructions for use provides the following: chapter 3 preparation and inspection: 3.3 inspection of the endoscope chapter 4 operation: 4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the metal part of the distal end. There was no patient involvement.